Event description:
It was reported, that the ll vlv adpt(stand alone) experienced leakage. The following information was provided by the initial reporter: cat# 2000e. Qty: 1 ea description: dev vlv n ndl 0.1ml prime. Code: 06 skye. Comments: - one needle was broken, the needle-free valve started leaking. - started leaking, while in use with infant patient. - no lot numbers, customer has product if needed, but does not have original packaging. The patient was not technically injured by the malfunction. However, we only placed the line (B)(6) days ago, after several attempts. And losing it was not ideal. It required more IV sticks to get the patient IV access for fluids and medications. And if her condition does not continue to improve we will need to replace the line.

Manufacturer narrative:
Investigation: no product or photo was returned by the customer. The customer complaint of the needle free valve leaking could not be verified, due to the product not being returned for failure investigation. A device history record review could not be performed on model 2000e, because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint of the needle -free valve leaking could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2000e because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the ll vlv adpt(stand alone) experienced leakage. The following information was provided by the initial reporter: (B)(4). Qty 1 ea description: dev vlv n ndl 0.1ml prime code: 06 skye. Comments: one needle was broken, the needle-free valve started leaking. Started leaking while in use with infant patient. No lot numbers, customer has product if needed but does not have original packaging. The patient was not technically injured by the malfunction. However, we only placed the line 6 days ago after several attempts and losing it was not ideal. It required more IV sticks to get the patient IV access for fluids and medications and if her condition does not continue to improve we will need to replace the line.